Event description:
It was reported that a nephrostomy catheter set was used to establish percutaneous nephrostomy access and urine drainage during a percutaneous nephrostomy procedure performed on (B)(6) 2024. Following the procedure, the patient pulled on tube post procedure and dislodged it from collecting system. The catheter was removed on (B)(6) 2024. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a2: the patient was reported to be between 61-70 years old. Block b3: the event date was approximated based on the procedure date. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a051201 captures the reportable event of catheter dislodgement.